Event description:
It is impossible to describe appropriately in the space provided the catastrophic health problems that have ruined rptr's life. It is an insult, and added proof that the FDA is not actually interested in the crimes committed against the victims. People had an FDA approved, but untested product implanted in their bodies. They demand victims compensation and necessary medical care. (*)